Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/23/2020.

Event description:
The customer reported a primary alarm error. The service technician confirmed the reported issue. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The cpu (central processing unit) board was replaced to resolve the reported issue. Periodic maintenance was then performed. The device had no malfunction, but the following parts were replaced to prevent failure in accordance with the maintenance procedure: lithium-ion battery, oxygen inlet filter, inlet air filter, cooling fan filter, blower assembly, cooling fan, and tubing kit. No other abnormality was observed. Overall checking, cleaning, run testing, and a function test were performed.

Manufacturer narrative:
G4: 22jun2020. B4: 22jun2020. Central processing unit (cpu) assembly was returned for analysis. Visual inspection of the returned cpu assembly revealed no anomalies noted. An investigation was performed and the customer complaint verified. Root cause is contamination under and around c201. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.